Event description:
It was reported that the on/off switch on the auxiliary o2 and suction unit was broken. There is no information stating whether a patient was connected to the anesthesia system or not. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on site. The broken switch was already disassembled. The reported failure was confirmed. A new on/off switch was installed on the suction unit and the unit was successfully tested. The system was released for clinical use. There is no additional information such as in what way the switch broke or the circumstances during the event, if it was detected during functionality test or during treatment. The broken switch was discarded at the customer site. The suction unit intended use is to extract body fluids from the stomach and airways. The suction pressure is regulated by means of the on/off switch and the vacuum regulator. In case the on/off switch breaks in a way that it results in the inability to turn on the suction function, it can lead to stop of suction function. According to the user's manual, to ensure correct system functionality, a system checkout procedure must be performed once a day, or before connecting the first patient within a running 24 hour period. The system functionality procedure includes a check for adequate suction pressure in the suction unit. Our conclusion, based on the field service engineer investigation, is that the reported failure was caused by a broken suction unit on/off switch.